Manufacturer narrative:
As part of our investigation, an olympus ess and fse were dispatched to the user facility august 7, 2018 and august 9, 2018 to observe the user facility¿s reprocessing practices and to assess the functionality the site¿s aer. During the visits the ess discussed repair reduction and provided reprocessing training to new staff members. The olympus fse confirmed that the site¿s oer ¿pro functioned without issue. The foreign material was discarded by the user facility after the procedure; however, the scope was returned to olympus for evaluation. A visual inspection was performed on the returned scope and found all three boots (s-cover boot, s-connector boot and the boot below the grip) were in good condition with no breakages or damaged noted. A leak was noted at the bending cover glue on the insertion tube side of the scope. The glue on the bending cover was noted to have cracks and evidence of chemical damage as the glue discolored (white/cloudy) in appearance. An olympus boroscope was used to inspect the biopsy channel and found scratches or scrapes marks on the interior channel wall toward the distal end. No debris or foreign material was observed in biopsy or suction channels during the inspection. In addition to testing, an olympus brush (bw-20t) was introduced into the biopsy and suction channels and there were no restriction or catching noted during the pass; no debris and or foreign material exiting the channel during the brush passage. A review of the instrument history revealed the scope was purchased on march 27, 2015. Since purchased, the scope was returned to olympus twice for channel leaking on august 21, 2017 and may 17, 2018; the channels were replaced for both occurrence. Based on the evaluations and testing, the cause for user¿s experience cannot be determined as there were no foreign material/objects found during inspection. The scope¿s leak and chemical damage can be attributed to mishandling and or chemical damage during reprocessing. The scope¿s instruction manual warns users ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus.¿

Event description:
Olympus was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, a small, irregular shaped beige/brown material with an unknown texture fell from the scope into the patient. The doctor was threading the biopsy forcep down and out of the distal end of scope. The forcep was withdrawn with the foreign material attached. No x-ray was performed. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, the scope was inspected, reprocessed and a new single use biopsy valve was placed prior to the procedure with no anomalies noted. The olympus endoscopy support specialist (ess) and user facility performed a post procedure inspection on the scope during reprocessing and found the scope¿s boot broken and a blue connector loose at the top distal end. A leak was noted underneath the scope¿s control knob. The user facility performs manual cleaning and reprocessing using a non olympus endoscope brush, an olympus mu-1 leak tester as well as an olympus oer-pro with durazyme and acecide-c. There are no known issues with the user facility¿s aer.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.